Event description:
The manufacturer received information alleging black particles, headaches, skin rash, difficulty breathing, sore throat, related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on jan 11, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles, headaches, skin rash, difficulty breathing, sore throat, related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. They observed an indiscriminate odor during therapy. Additional testing was performed because of the thermal event template in the complaint and the complaint of a strange odor. They did not observe any thermal event. The manufacturer inspected the device externally and internally, observed unknown white, gray, and black contamination (dust like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Also, there were tiny fibers/hairs at the air inlet of the blower box, potential small mineral deposit spots at the air inlet of the blower box. Dust like contamination on top of the blower box, blower motor and the blower motor seal, significant water/fluid spots (potential mineral deposits) on the bottom of the blower motor, in the blower motor and in the bottom of the blower box, indicating potential water ingress, black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. The manufacturer also observed flip lid seal had potential bio contamination on it. Significant brown and black dust like contamination, inconsistent with degraded sound abatement foam, throughout humidifier enclosure. Many tiny black hairs/ fibers and some bigger hairs/ fibers inside of humidifier enclosure, significant unknown white dust like contamination on the heater plate, potential white mineral deposits on the dry box seal, significant potential white mineral deposits in the water tank and water tank pan, the contamination found in the humidifier enclosure are considered not to be in the airpath. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and they were able to confirm a strange odor and tiny dust like particles that are inconsistent with degraded sound abatement foam. There was no evidence of sound abatement foam degradatio and there was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.